Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The option-lok male adapter of the extension set was connected to an unspecified symbiq primary tubing set to deliver unspecified volume of total parenteral nutrition and lipids, at an unspecified rate, via a symbiq pump. After an unspecified length of time in use, a leak of an unspecified volume of blood and solution was noted. It was reported that the tubing of the extension set had separated from the option-lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.